Event description:
The doctor reports that the screw portion of the healing abutment fractured inside the implant.

Manufacturer narrative:
Visual inspection of the certain® ep® healing abutment 4.1mm(d) confirms the screw thread portion of the healing abutment is broken. No lot number provided therefore a DHR review could not be completed. The complaint report did not indicate a sequence of events, (tools used to place, torque applied when fracture occurred, that may have contributed to the devices fracture, therefore the cause for the fracture cannot be determined.

Manufacturer narrative:
(B)(4)